Event description:
The customer was hospitalized due to low blood glucose. The blood glucose reading at the time of the event was 16 mg/dl. Prior to the event, the patient felt sick. In troubleshooting, the drive support cap was normal and the insulin pump passed a rewind test. The current blood glucose is 203 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.